Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during archive review but not during functional testing. The platform functioned as intended and the error message was not reproduced. The root cause for the ua45 error was due to the driveshaft not being at "home position". Before sending the platform to zoll for service, the encoder driveshaft had been rotated back to its "home" position, and the ua45 had been cleared. Based on archive data review, ua45 error messages were observed, thus, confirming the reported complaint. The autopulse platform passed the initial functional testing without any fault or error. The customer reported complaint was not reproduced. The platform was tested using the large resuscitation test fixture (lrtf) until the battery was completely discharged, with no faults or errors detected. After service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
The customer reported they attempted to use the autopulse platform (sn (B)(6) this morning on a male patient. During use, the platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message and prompted them to readjust the patient. The platform was not able to provide any compressions. The lifeband sized to the patient and then stopped working and displayed ua45. They attempted multiple times to reposition the patient as instructed; however, all attempts were unsuccessful. The crew immediately switched to manual CPR. No impact or consequence to the patient.